Event description:
During an elective tavr (transcatheter aortic valve replacement) procedure, savvy wire temporary pacing was performed. A femoral access was obtained and the catheter placed in the proper position to cross the aortic valve. A savvy wire was introduced and placed on the ventricle apex. The vendor representatives were present for the procedure and verified both ventricular capture and threshold testing. The valve was deployed. During deployment of the valve, ventricular pacing was lost causing embolization of the valve. This resulted in unsuccessful anchoring of the value. As a result, there was injury to the native valve. The patient became hypotensive, cardiac arrested and was not able to be resuscitated.